Event description:
This was a lead extraction case performed in the hybrid or to remove 3 cardiac leads (sjm 1056/86, sjm 7000/65, and sjm 1088tc/52, all 71 months old) due to a pocket infection. The physician began the extraction on the sjm 1056 in the lv, which came out without an lld or the use of the laser. The next two leads (sjm 7000/65 and sjm 1688tc/52, were each prepped with an lld#2. Utilizing the 14f spectranetics laser sheath (sls ii), the physician began extraction of the rv sjm 7000 lead. During the extraction, the blood pressure dropped. A pericardiocentesis was performed. The CT surgeon was called and a sternotomy was performed. A posterior svc/ra junction tear was identified and repaired. The patient was stabilized, but due to the patient's condition, both the rv and ra leads were left inside the patient for extraction at a later date.